Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 200 units of insulin. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge and resume insulin delivery.